Manufacturer narrative:
(B)(4). Concomitant product(s): unknown femoral head, unknown femoral stem, unknown cup the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple reports were submitted for this event. Please reference: 0001822565-2017-04380; 0001822565-2017-04378; 0001822565-2017-04379.

Event description:
It is reported that the patient is being considered for a revision surgery for an unknown reason. Attempts for additional information have been sent, however no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was being considered for a revision due to possible liner wear and pain.